Event description:
The customer was hospitalized for low bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed. Explained to the customer that the device is operating as designed and does not need to be replaced.